Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete. (B) (4).

Event description:
It is reported that pt was taken to hospital due to fracture of the femoral neck.